Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer stated that he was wearing the infusion set and reservoir for five days. The customer was aware of the need to change the infusion set and reservoir every three days. Troubleshooting was performed and insulin exited during test prime but unable to perform high pressure test, due to the customer not having the tubing clamp. The doctor was unable to verify pump programming at the time of call.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.